Event description:
It was initially reported that the patient¿s intraocular lens was explanted in a secondary procedure owing to undesired quality of vision. No additional details were provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). Based on the manufacturing record review, all process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. No deviations or non-conformances (ncr) related to customer claim were generated. All pertinent information available to the manufacturer has been submitted. Placeholder.